Manufacturer narrative:
Investigation pending.

Event description:
The caller reported unexpected high results when testing her inratio on (B)(6) 2015. The results were as follows: inratio = 5.0, 6.9. The patient self tester's therapeutic range is: 2.0-3.0. During a follow up call with the patient self tester, technical service rep was told that prior to this testing her inratio=2.0 on (B)(6). She also stated there were no medication changes or medical conditions that would interfere with the test.

Manufacturer narrative:
The customer did not provide reference results for comparison. The accuracy of customer's results could not be determined without additional information. It is indicated that product is not returning for evaluation. Since the product associated with the complaint was not returned, the testing history for lot 365429a was reviewed. Retain strip testing results met both accuracy and repeatability criteria. The product performed as expected and no product deficiencies were observed. The release specification for complaint investigation testing were met. A review of the manufacturing records for the lot did not uncover any non-conformances. The lot met release specification. Unable to determine root cause from the information provided by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.